Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and the keypad buttons are not responsive before and after a battery change. The customer's blood glucose reading was 90mg/dl at the time of incident. Troubleshooting found that the pump does not turn on after the alarms. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The pump was received with a full segment display followed by a constant watchdog alarm due to a faulty component on the interface board. Unable to confirm the watchdog timeout alarm or button/keypad unresponsiveness due to a constant watch dog alarm. Unable to perform any tests due to the constant watchdog alarm. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.